Event description:
It was reported that prior to the start of a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument tip was observed to be broken upon inspection. The planned procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision and no fragment fall inside of the patient's anatomy. There was no injury to the patient since the issue was discovered at the beginning of the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade was broken roughly 0.229" from the base. The broken piece was not returned. The complaint regarding physical damage was confirmed by failure analysis. Review of the provided image from the customer was consistent with the customer report of instrument missing part of the tip.